Event description:
During a gastectomy, the staples of the anterior wall malformed and some leakage was observed during the leak test. The physician put some overstitches to close the tissue. The case was completed with a like device and there was no pt consequence.